Event description:
It was reported that during the three years follow-up visit, on the (B)(6) 2010, the injection port moved. There was no reported patient complications. Additional follow up is being conducted. If additional details become available a 3500 a supplemental will be sent.

Manufacturer narrative:
(B)(4): information unavailable. The device was not returned.a device history record (DHR) review was performed, and no discrepancies were recorded during the manufacturing process in relation to the alleged issue.